Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was not known at time of incident, but was 138 mg/dl most recently, at the time of this report. The customer's grandchild may have sat on the insulin pump. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners and broken reservoir tube lip.